Event description:
It was reported that this event occurred during insertion into the patient's jugularis. "The plastic hub of the needle has hairline cracks." As a result, the device was removed and a new needle was opened and used successfully. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).